Event description:
PICC was found leaking under dressing. PICC was found leaking under dressing and patient had to be sedated and prepared for insertion of a new line.

Manufacturer narrative:
The complaint has been submitted to vygon germany, which is where this part was manufactured, for evaluation. The investigation summary is as follows: we received the catheter with sliding clamp, and a needle-free connector (not a vygon germany product) as faulty sample. During the analysis of the returned sample, it was observed that the product received was a premicath, not a nutriline twinflo. The attempt to flush the catheter with water was successful and revealed leakage at the junction between the catheter tube and the extension line. Microscopic examination revealed a tear at the junction, which led to the leakage. The tear displayed a characteristic rough surface, consistent with damage from tensile forces. In general, there are various events that can lead to a leaking catheter: 1. Tensile force, which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. Routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, in the IFU it is stated: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it" and "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. A review of the component batch history records; no deviations were found. The batch complied with their specifications and was released accordingly. Each catheter is flow and leak tested during production as part of quality control process. A two-year review of vygon USA's complaint data shows that there were four reported leakage complaints for lot 24f006d, all originating from this facility. However, the customer returned incorrect samples, so we were unable to perform the trend analysis. Corrective action: based on the investigation of the returned sample, this issue is attributed to the conditions of use, and there are no indications of a manufacturing-related defect. Additionally, the returned sample is a premicath, not a nutriline twinflo as specified in the product incident report form. Therefore, no further corrective action has been initiated by vygon germany's quality management at this time.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
PICC was found leaking under dressing. PICC was found leaking under dressing and patient had to be sedated and prepared for insertion of a new line.